Event description:
Reporter indicated a vns laptop computer was nonfunctional, the cord pin was bent, and the battery would not stay in the computer. In addition, the programming wand had frayed wires. It is unknown which device was malfunctioning. The laptop computer and programming wand have been returned and are pending analysis.

Manufacturer narrative:
The computer; drive was defective. The cause for the defective drive is unknown.

Event description:
Analysis of the programming wand and laptop computer was completed. No anomalies were noted with the programming wand that would affect device performance. The wand was received with a depleted battery; when a known good battery was installed, the wand performed as intended. An analysis was performed on the returned laptop computer. Visual analysis identified that the computer had 2 missing pieces and the main battery was damaged. As a result of the damage to the main battery, the laptop was unable to secure the battery into the battery compartment. The cause for the damage is unknown, but is most likely associated with mishandling of the device. It was also identified that the "a" drive was defective. A root cause for the defective drive is unknown. Lastly, it was identified that the laptop would not operate using battery power. Considering the age of the laptop (12 years), this is expected behavior since battery performance is known to decrease over time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.